Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was cut. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a tep right inguinal hernia repair, the balloon did not inflate. To correct this problem, a replacement structural balloon had to be opened, which added cost and time. The replacement device worked fine.